Event description:
Reportedly, during the implantation of the subject ICD, the physician tried to connect the lead at ventricular is-1 level but no "click" sound of the torque wrench was heard. He tried to unscrew without success because the setscrew seemed to be blocked. He tried several times to disconnect the lead, but the lead eventually broke. The ICD and the lead were replaced. The subject ICD was returned for analysis.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.